Event description:
Spontaneous. Patient reports they do not want nursing to re-train them on pumps, has been on infusion therapy for 13years. Both of the cadd legacy pumps (serial numbers (B)(4)) have been malfunctioning; date(s) unknown. Pt reports they will be working fine and then they alarm for 'no disposable pump won't run'. Unknown if it's the pumps or the cassettes which are causing the problem. Patient did not have lot number of cassette(s) at the time of report pt has a pump that is working right now but doesn't know how long it will last. Prescriber has not been notified. Yes patient has reported a pump malfunction within the past 6 months. Pt does not want nursing. No other information known. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Replacement sent for pumps and cassettes. Resolved? Yes. Reported to (B)(6) by pt/caregiver.